Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. Customer stated the rewind process would be skipped on the insulin pump. Customer stated they were unable to select the rewind process on the insulin pump. The customer also reported they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 24.1 mmol/l at the time of hospitalization. The customer's current blood glucose was 23 mmol/l. Customer stated they were wearing the insulin pump at the time of hospitalization. It was also found the customer has inaccurate readings with their blood glucose and sensor glucose. Troubleshooting found the insulin pump passed a high pressure test. The cannula was not bent or occluded upon removal from the customer's body. Customer's alarm history also showed a low suspend alarm occurring. The customer declined to return the insulin pump for analysis.